Event description:
A rn manager reported to carefusion system sales consultant that a nurse was about to hang an IV of tpn when the clear plastic cylinder portion came apart on the bottom of the burette. Then the top plastic part of the burette popped off with very little pressure leaving her holding a clear cylinder in her hand. There was no report of pt harm or medical intervention. Customer stated that no further pt or event info is available.

Manufacturer narrative:
MFR's report date: (B)(4) 2013. Internal file no: (B)(4). Although requested, the set has not been received. A f/u report with failure investigation results will be submitted should the set be received for eval.